Manufacturer narrative:
Medwatch was updated.

Manufacturer narrative:
Calibration and controls were within specifications. The patient sample was requested for investigation, but is not available. Discrepancies between the different anti-hbs tests can not be excluded and will occur in relation to single samples. In instances of a low titer sample, discrepancies in interpretation may also occur. Therefore, the result should always be evaluated together with the clinical picture of the patient and other parameters. The customer has not reported any additional issues.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated the elecsys anti-hbs immunoassay results were usually higher when compared to an abbott analyzer, method unknown. The customer performed 3 sample comparisons. Of the three samples one had an erroneous result. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample was tested on the e601 analyzer and resulted as 377.2 iu/l. The sample was also tested on a second e601 analyzer, resulting as 415.5 iu/l. The sample was tested on an abbott analyzer, resulting as 179.65 iu/l. The reference range for the abbott method was not provided. No adverse events were alleged to have occurred with the patient. The serial numbers of the used e601 analyzers were asked for, but not provided.